Manufacturer narrative:
B3: event date unknown. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that the pump alarmed multiple times for the user. It was alarming upstream occlusion and air in the line. There was unknown patient involvement and unknown patient harm/adverse event reported.